Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. It was reported the patient's anatomy was tortuous. After all components were deployed, final angiography was performed. It was reportedly confirmed that the trunk-ipsilateral leg component had migrated proximally and the bilateral renal arteries were unintentionally covered by the component. The physician reportedly said that it was unknown when the migration occurred during the procedure. A gore® viabahn® endoprosthesis was deployed in the left renal artery and non-gore stent (palmaz genesis) was deployed in the right renal artery to maintain blood flow to the arteries. After that, the procedure was concluded. The patient tolerated the procedure.